Manufacturer narrative:
It is unknown how the probe became bent or how long the instrument was running prior to the customer's discovery. A field service engineer (fse) was dispatched and performed a preventive maintenance (pm) on the instrument. A definitive root cause has not been determined to date for this event.

Event description:
The customer discovered, during maintenance, that dispense probe #1 was bent on unicel dxi 800 access immunoassay system. The customer replaced the dispense probe and then repeated previously analyzed patient samples; no erroneous results were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.